Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 2017865-2021-30226. It was reported via remote transmission that the patient's atrial (ra) and right ventricular (rv) leads exhibited high pacing impedance. Chest x-ray confirmed that the leads were pulled back due to twiddler's syndrome. The physician opted to explant and replace both the ra and rv leads. During the replacement procedure, it was noted that the helix for both the ra and rv leads failed to retract. While attempting to remove one of the leads, a chunk of heart muscle was removed with the lead. The procedure was completed without further complications. The patient was in stable condition.